Event description:
It was reported that a malfunction occurred on the pump, indicated by a malf 16 code. There was no reported impact to the customer¿s blood glucose level. Technical support provided assistance with resetting the pump, and no recurrence of the malfunction was noted after the reset. Customer was instructed to call back if the malfunction code recurs and acknowledged the instructions.